Event description:
Reporter alleged blood glucose measured 155 mg/dl compared to the assisted living facility device measurement of 62 mg/dl when testing was performed within 5 minutes. No actions or treatment resulted reportedly. A request was made for the return of the suspect device and replacement product was sent.